Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (erbe). System tested and verified ready for use. Intuitive surgical, inc. (Isi) has not received the product for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a clinical service representative (csr) called to report that the integrated electrosurgical unit (erbe) errors were occurring during use. System logs confirmed c-34 errors reported by the erbe vio. Csr stated that they had power cycled the erbe vio and the issue persisted. Explained how to connect the force triad generator as an alternate. Fse to follow up. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the procedure was completed with no delays.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis and the reported failure - erbe errors - was confirmed and reproduced. The unit had no significant scratches or dents. The front bezel was not cracked. The erbe was in good condition.

Event description:
Refer to h10/h11 for follow-up information.